Manufacturer narrative:
A ge service representative performed an onsite investigation. The interconnect cable was evaluated and replaced. The generator and workstation boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system shut down without command. There is no report of injury or death associated with the event described in this complaint.